Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. .

Event description:
It was reported the tubing became unattached at the hub connection leaving an open pathway. No other information was provided. Additional information received 01/07/2021: was there patient harm reported?: caused re-access of a pediatric patient.

Event description:
It was reported the tubing became unattached at the hub connection leaving an open pathway. No other information was provided. Additional information received 01/07/2021: was there patient harm reported?: caused re-access of a pediatric patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed. The product returned for evaluation was five 22 ga x 0.75¿ powerloc max safety infusion sets. The first sample (sample 1) exhibited abundant usage residues. The remaining four samples were received in their sealed packages. Sample 1 exhibited a complete break at the luer/tubing joint. The sealed samples were unremarkable. Microscopic inspection of the break revealed a granular fracture surface. Beach marks and radiating tear marks were observed throughout the fracture surface. Material buckling and discoloration were observed in the vicinity of the break. The break characteristics and material buckling were consistent with material failure due to repetitive stress. It appeared that the tubing fractured, in part, due to repetitive torsional (twisting) stress, suggesting that securement, access and maintenance techniques may have contributed; however, it appeared that an additional unidentified factor(s) may have contributed. The supplier has been notified of this even.